Event description:
It was reported that the left ventricular (lv) lead of the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedances out of range. This crt-d remains in service. No adverse patient effects were reported.